Event description:
Caller reported a cgm error 42 regarding their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the pump reset, the error code did not appear again, allowing the caller to successfully start their sensor session.